Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, seroma-late, pain and capsular contracture was received on june 04, 2020 with lot number 1798802. Analysis of the returned device identified: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, creases fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp opening on posterior(patch/ shell bond edge) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Event description:
Patient additionally reported right side pain and capsular contracture, baker grade unknown. Healthcare professional reported right side rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Additional, changed, and/or corrected data: b.5., b.6., g.1., g.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and late seroma.

Event description:
Patient reported "leak, fluid ". The device remains implanted. This record is for the right side record.